Manufacturer narrative:
Additional information: g3, h3, h6, h11. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-1288qis-90, with batch number 15350084, revealed that the suture system was bunched/damaged. Therefore, arthrex was able to deduce a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. However, the allegation that this happened out of the box cannot be confirmed as the device was used in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/7/2025, a sales representative reported via phone that an ar-1288qis-90 quadlink implant system, 9mm, had an issue. During an acl reconstruction procedure on (B)(6) 2025, when the product was opened, the tightrope came out faulty out of the box. Upon cinching it down inside the patient, the suture would not tension. The suture was cut, everything was removed from the patient, and no parts of the implant system broke inside the patient. Another ar-1588rtt2 fibertag tightrope ii implant with lot number: 15200468 was used to complete the procedure successfully with no harm to the patient. All parts from the implant system were discarded, but a picture was taken. There was a case delay of 30-40 minutes, and additional anesthesia was administered. This occurred during use with no reported patient harm.